Event description:
Inspire medical systems, hypoglossal nerve stimulation lead/wire extruded from skin on right side of neck. He had a revision surgery for the same issue (stimulation lead/wire extruding from skin of neck) on (B)(6) 2025. The lead/wire was stitched deeper into muscle/tissue. Pt code: 2462. Device code: 4003. Ref report: mw5180199.